Event description:
Reportedly, during an ICD replacement procedure, difficulties were encountered to completely insert the is1 part of the defibrillation lead into the connector of the subject ICD. Ventricular impedance was measured saturated at 3000 ohms. After several trials (including successfully inserting the is1 part of the defibrillation lead in the atrial is1 connector), the user completely inserted a thin object in the ventricular is1 connector, and then removed it. After that, the lead could be normally connected, and normal impedance was measured.

Event description:
Reportedly, during an ICD replacement procedure, difficulties were encountered to completely insert the is1 part of the defibrillation lead into the connector of the subject ICD. Ventricular impedance was measured saturated at 3000 ohms. After several trials (including successfully inserting the is1 part of the defibrillation lead in the atrial is1 connector), the user completely inserted a thin object in the ventricular is1 connector, and then removed it. After that, the lead could be normally connected, and normal impedance was measured.

Manufacturer narrative:
Preliminary analysis results confirmed that the concerned device was manufactured and released according to all applicable standard operating procedures. Review of device manufacturing records did not reveal any anomaly.

Event description:
Reportedly, during an ICD replacement procedure, difficulties were encountered to completely insert the is1 part of the defibrillation lead into the connector of the subject ICD. Ventricular impedance was measured saturated at 3000 ohms. After several trials (including successfully inserting the is1 part of the defibrillation lead in the atrial is1 connector), the user completely inserted a thin object in the ventricular is1 connector, and then removed it. After that, the lead could be normally connected, and normal impedance was measured.